Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 215 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available as backup.